Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was 406 mg/dl with possible ketones. Insulin injections were used to address the bg level. As the customer's insulin level was low in the cartridge, a system check was unable to be performed to help determine a possible cause of the occlusion. The customer was due to change the supplies on the pump.